Manufacturer narrative:
The pump was received with intermittent esc, up arrow and act button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose level was not reported. The customer was unable to clear the alarm by pressing the esc and act button. The customer discontinued the use of the insulin pump and followed their medical prescription for insulin shots until the replacement arrived. The customer was advised that the device would be replaced and agreed to return the product for analysis.